Event description:
The physician performed thrombectomy on the patient with cerebral infarction in the left mca (m2). The physician induced the psc032 into the m2 but it moved down; a sharp curve (more than 90 degrees) appeared at the entrance of the anterior branch of the m2. Thus, he attempted to move it up along a guide wire (chikai) but it didn't pass through properly due to a strain on the distal end. The gt16 w angle wire was substituted for the chikai guide wire and the psc032 was advanced upward along the gt16. Angiography from the psc032 revealed the perforation on the blood vessel. The perforation occurred in advancing the ps032 after the substitution of gt16 w angle wire for the chikai guide wire. The spongel was used through the psc032 and succeeded in arrest of bleeding. No aspiration nor UK administration was done to the m2 anterior branch after all; however, it got recanalized with some help with t-pa effect. The possibility that the distal tip of the gt wire perforated the blood vessel is high but it's still not deniable that the pressure of the contrast medium induction by the psc032 caused the perforation. The hemorrhage developed to sah with no aggravation of the symptom which was diagnosed with asymptomatic one. It disappeared on the next day. As of (B)(6), the sah was not a problem and the patient's condition included some plegia and the patient was recovering although some aphasia remained.

Manufacturer narrative:
Conclusion: vessel perforation and hemorrhage are known and anticipated complications associated with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Discarded by hospital.